Event description:
A nurse manager reports a scatched intraocular lens (ol) during implant surgery after the iol was inserted into the eye. The incision was enlarged to facilitate removal of the lens. Additional information has been requested.